Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - cannulated tap broke off into glenoid. Then when tried to remove broken part it kept breaking into like 15 pieces seemed brittle. There was a one and half hour delay in surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01060; 804-06-318, s803 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.